Event description:
A suture line broke post procedure in recovery room. Procedures: discectomy and fusion involving l4-l5 and l5-s1; repair of accidental laceration of vena cava following insertion of prosthesis at l5-s1; repair of thrombosis of distal common left iliac artery and left external iliac artery noted during repair of laceration of vena cava; arteriotomy of distal left common iliac and left external iliac artery with removal of clot; repair of left common iliac artery and left external iliac artery by patch closure.patient became hypotensive and resuscitative measures unsuccessful.